Event description:
It was reported that the patient received inappropriate therapy due to high impedance and oversensing on the right ventricular (rv) lead from a possible lead fracture. It was also reported that the right atrial (ra) lead had no capture. The patient was scheduled for lead revisions and the device was reprogrammed. It was later reported that during the lead revision and attempted explant of the rv lead the heart was punctured and the patient expired.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5554 implanted (B)(6) 1999; product ID 5054 implanted (B)(6) 1999; product ID (B)(4) implanted (B)(6) 2010. (B)(4).